Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they received an error 319 on the system's universal surgical manipulator (usm) 3. Prior to calling, they power-cycled the system twice, but the error returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained the error would require an isi field service engineer (fse) to follow up to resolve. The customer was able to disable the usm 3 and use the usm 4 to complete the case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and replaced the system¿s universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure, error 319. When the usm arm was tested on an in-house system, it failed normal mode as it triggered error 319. Per inspection, the rolling loop fiber was misaligned and damaged. The gold unit rolling loop fiber was then installed to run/continue the patient side cart fixture test platform (pftp) testing a-b-a testing was also performed to confirmed the bad fiber. No other failures were recorded during pftp test. Remotefe recorded an error of 319/1126.